Manufacturer narrative:
The customer spoke with a remote service engineer (rse) and verified significant event code was 1102. Unit has a check vent primary alarm failed error. The customer needed the part ID for the speaker. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.